Manufacturer narrative:
According to the facility, staff were preparing a contrast syringe from a custom kit for use when they identified that the connector section would not lock into the triple manifold and instead free spun. The syringe-manifold connection could not be secured, and the device was not used on a patient. The device was being prepared for use at the time the issue was discovered. After noting the problem, staff proceeded with an alternate product, and the procedure was completed. There were no reports of serious injury or medical intervention. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility, staff were preparing a contrast syringe from a custom kit for use when they identified that the connector section would not lock into the triple manifold and instead free spun. The syringe-manifold connection could not be secured, and the device was not used on a patient. The device was being prepared for use at the time the issue was discovered. After noting the problem, staff proceeded with an alternate product, and the procedure was completed. There were no reports of serious injury or medical intervention.

Manufacturer narrative:
Update to d4. After further investigation, it has been determined that the lot number of the device is unknown. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.